Event description:
A patient reported that four of the v-go devices from his 3 month supply had fallen off. The patient stated he had the four complaint devices available for return to the manufacturer for evaluation. As of this report, the devices have not been received.

Manufacturer narrative:
Device evaluation: ten devices were received and evaluated for the device fell off complaint. All devices were inspected. All devices showed signs of remaining adhesive residue and were deemed to have sufficient adhesion strength. However, due to the condition of the foam pads, the original adhesive properties could not be verified, and the complaint cannot be confirmed.